Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: the device did not turn on which was caused by a damaged knob, the rear panel was deformed, the device did not respond when pressing the buttons on the front panel or keyboard, the image was not correct. These malfunctions were caused by a defective diagnostic board. In addition, the lock system of the cable on the printed circuit board was damaged, traces of unprofessional intervention were found, the diagnostic board, printed circuit board, knob and rear panel needed replacement, and the data could not be saved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii video system center had artifacts in the image when connecting a camera head or a video laparoscope, and the keyboard along with most of the buttons on the front panel did not work, so the device was not possible to use. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that phenomenon, ¿power does not turn on¿, occurred due to power switch failure. Additionally, the phenomenon, ¿button on front panel does not work¿, was due to patient circuit (dx) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.